Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms and a damaged black connector nut were confirmed. A review of the submitted log file spanned approximately 5 days (B)(6) 21 ¿ (B)(6) 2021 per time stamp). On (B)(6) 2021 at 22:33, (B)(6) 2021 at 16:07, (B)(6) 2021 at 08:53 while connected to the power module and batteries, the no external power activated due to both power cables being disconnected simultaneously. The alarm cleared seconds after activating when power was restored. The backup battery was able to provide power to the controller during these events. On (B)(6) 2021 from 07:45 to 17:44 while connected to batteries and the power module, the power cable disconnect alarm intermittently activated due to an invalid rsoc fault associated with the power cables being outside the expected voltage range. The alarm was not associated with a power source exchange and cleared shortly after each time. The no external power alarm intermittently coincided with these events as well. These alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. System controller, serial (B)(6) , returned with a missing black connector nut. Without the threaded nut, the connector would slide in and out of place. The damage did not affect the ability for the connector to make full contact; however, it was not able to tighten for a secure connection. The controller functionally tested and found to operate as intended during analysis. The controller was able to support pump function for an extended period of time. No atypical alarms were reproduced during testing. A root cause for the reported events cannot be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (IFU) section 8-¿equipment storage and care¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller connectors and cables. The IFU states under the guidelines for power cable connectors section to ¿hand tighten the connector nut; do not use tools. Do not twist the connectors when turning the nut.¿ heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having no external power alarms overnight (from (B)(6) 2021). In the morning of (B)(6) 2021, it was found that the plastic threaded portion of the black power connector on the system controller had broken off and was only staying in by friction. The broken system controller was exchanged with the backup in the patient's room and the patient was given a new backup system controller. The patient added that the system controller caught in the chair. The system controller exchange resolved the no external power alarms. The patient has been asymptomatic during and after the system controller exchange.